Manufacturer narrative:
Patient info: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.5/3.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. In a second surgery the lens was replaced with a shorter length lens due to elevated iop(40mmhg) without pupil block and single closure(assessed on 31/jan/2023), significant reduction of irido-corneal angles, and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.